Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, the patient underwent anterior (oblique lumbar interbody fusion) + anterior instrumentation (l3-s1). Post-op, on (B)(6) 2016, loosening of sacral screws at distal tip was observed. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.